Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. When the device was returned to mmdg for investigation, the pump operated as expected. Mmdg could not replicate or confirm the reported complaint. This report is being filed because there are indications that the event occurred while the device was in use by a pediatric patient (under 18) and per our procedures all reports of this type of event that involve a pediatric patient are considered reportable.

Event description:
The initial reporter stated that the pump "keeps putting air in the feeding line". It was unclear if they meant that air bubbles were visible in the tubing or if the feeding set was empty and the pump continued to pump air. Mmdg followed up with the initial reporter to try and obtain additional information about the complaint. They stated that there had been no adverse effect to the patient, but that they had no further information. [(B)(4)]